Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial (B)(6), ubd: 26-jan-2025, UDI (B)(4) ; product ID: 9 77a260, serial (B)(6) , ubd: 17-nov-2027, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was lead migration. Pt. Has had seizures daily for years, unrelated to scs. One week after( pt couldn¿t remember date exactly) acdf surgery during a seizure, pt. Stated he experienced what felt like his stimulation ¿arching¿ through his body from his back to his neck where he had surgery. He experienced this a second time on 6/2/24. He stated the event would stop when his wife turned the stimulator off. He stated he believes those events happened during larger seizure events. He has small seizures daily and doesn¿t have any issues with the stimulation. The stimulation covers all areas of pain. Impedances are all within normal range. The pt never experienced this issue prior to having acdf surgery. Pt stated he likes to keep the stimulation ¿pretty strong feeling¿ at most times; he is programmed with ld programming. The implanting/managing physician had the pt get x-rays to confirm lead placement. Leads are noted to have migrated one level. From original placement at bottom of t7 to bottom of t8. Coverage still is adequate for patient at this time. Pt stated he didn¿t want to change how the stimulation is currently programmed and will keep notify if the event happens again. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that both leads were replaced. Impedances were within range.

Manufacturer narrative:
H3: analysis of the lead (s/n: (B)(6)) revealed that there were no anomalies, device tested in spec. Analysis of the lead (s/n: (B)(6)) revealed that there were no anomalies, device tested in spec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B1 and h1 were updated with the correct information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.